Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there are air bubbles inside of the reservoir, one day after the reservoir was installed in the pump. Customer indicated that she has changed the reservoir but the problem persists with the new reservoir. Customer does not recall any significant events leading to the error. Customer's blood glucose was 220 mg/dl at the time of incident. No further information was given.